Event description:
It was reported that the t-handle broke.

Manufacturer narrative:
The associated t-handle was not returned for evaluation. A review of complaint history for the listed part revealed prior complaints for the listed failure mode. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. Should additional information be received, the complaint will be reopened.